Event description:
Explant was performed on lateral port of right subclavian implant due to infection in the incision over the lateral port. Blood cultures were initially negative and then positive for gram + cocci. The pt experienced fever and chills and antibiotics were administered. The pt had a history of failed catheters and infections.